Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset while customer was sleeping. Customer loaded a new cartridge; however, the pump reset again. There was no impact to the customer's blood glucose level. Customer reported that health care provider would be consulted for an alternate method of insulin therapy.